Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually and leak tested. Visual inspection revealed that both cylinders had wear at a fold in its bodies. In addition, it was noted that there were holes in the distal end of the cylinders as a result of a sharp instrument, most likely occurred during the explant procedure, therefore, cylinder 1 and cylinder 2 did not pass the leak test. The pump was visually inspected, and leakage tested. During visual examination, it was identified that the kink resistant tubing (krt) had worn down to the filament, the pump block had scaling, and the bulb had worn down from krt wear. No leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observation of a tear in the cylinder could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed during which a tear in the cylinder was noted. The cylinders and the pump were removed and replaced with no patient complications.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed during which a tear in the cylinder was noted. The cylinders and the pump were removed and replaced with no patient complications.